Event description:
A pharmacist reported that a knife did not cut during surgery. An alternate knife was obtained to complete the procedure with unk pt impact. Additional info has been requested. Additional info received confirmed that there was no impact to the pt.

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. All knives are 100% inspected by trained operators using minimum of 10x magnification during manufacturing. Any defects such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional info was requested. (B)(4).